Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. Skiving and particulate generation caused by the use of a sharp mechanical needle is a known risk of the procedure and is documented in the literature. Device discarded after use.

Event description:
The torflex transseptal guiding sheath was used for a procedure. Prior to use on the patient, the physician preloaded the mechanical needle through the dilator. Following this, some plastic material was observed at the tip of the mechanical needle. The physician did not express any dissatisfaction or concerns related to the presence of the material. The procedure was completed successfully with the devices. The mechanical needle used during the procedure was not manufactured by baylis medical company. While there is no evidence to suggest that the torflex transseptal guiding sheath used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was used during the procedure when the issue was observed.